Event description:
The surgeon reported that the plate broke 3 weeks after the implantation. The pt didn't fall. The pt had the authorization to lean on his leg with the proviso of carrying a splint and of using crutches. The surgeon changed the plate.